Manufacturer narrative:
The pod was received with the soft cannula not deployed though the needle mechanism was observed to have fired. Inspection of the needle mechanism found the slide insert to not be held by the catch beam after deployment which resulted in the soft cannula retracting. Inspection of the slide insert found excess material in the spot where the catch beam rests in the slide insert after deployment. This excess material resulted in the catch beam not catching the slide insert after deployment, preventing the soft cannula and needle mechanism from deploying as intended.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The cannula was not visible but the pink slide did move forward.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.